Event description:
The field service center reported that the turbine did not rotate. It is unknown if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na